Event description:
It was reported that there was undersensing r waves one day post implant of the right ventricular (rv) lead. It was noted the patient had high threshold that looks intrinsic but it was his bundle pacing and there was small r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient complained of light-headedness. The lead continued to exhibit high thresholds, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.